Manufacturer narrative:
(B)(4) (3 of 5).

Event description:
A customer alleged that the safety shield on the sideport knife 20g angl mvr w/safety (10/sp) was identified as retracted prior to use. There was no patient or user involvement and no injury reported.

Manufacturer narrative:
The UDI number was updated. 3 of 5.

Manufacturer narrative:
The UDI number was added to this report and the following sections were updated : type of investigation. Investigation findings. Investigation conclusion. (3 of 5).